Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed on the lead. Analysis could not confirm the allegation on intermittent sensing as the lead passed all electrical testing. Furthermore, the allegation on the physical damage on the electrode end was confirmed as the helix was stretched and tissue was noted entwined in the helix.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged, exhibited intermittent sensing and had physical damage on the electrode end. The lead underwent revision but could not get the lead to stay in position. This ra lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.